Event description:
It was reported via phone call, that the customer was hospitalized in the intensive care unit on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 400 mg/dl and high potassium. The customer reported having pain in the legs and arms. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injection. It was also reported that the customer's insulin pump had a loose drive support cap. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had missing end cap sticker, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.